Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Troubleshooting was performed. The insulin pump passed all tests. No additional information was provided at the time of call.

Manufacturer narrative:
Analysis-not complete as of date of this report.